Event description:
It was reported that the t:slim x2 pump's battery would not charge, and a power source alert appeared in the pump history with alert 07. Despite the issue, there was no adverse impact to the customer¿s blood glucose level. The customer confirmed the pump battery was fully charged to 100%, and no further action was needed by technical support, leading to the case being closed.